Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Iit was reported that the pacemaker recorded pacemaker mediated tachycardia (pmt) episodes, which terminated appropriately through the device pmt algorithm. Additionally, the device recorded atrial tachy response (atr) episodes attributed to noise oversensing on the right atrial (ra) channel. It was noted that the associated ra lead showed no significant changes in electrical measurements. No adverse patient effects were reported. This pacemaker remains in service.